Manufacturer narrative:
MFR control no. Dc980094. The sample has been returned to arrow. Examination and testing failed to identify the cause of the pt's infection. The pump functioned properly as rec'd. Infection is an anticipated adverse event with the use of implantable pumps.

Event description:
It was reported that the pt developed a systemic infection and the physician explanted the pump as a proactive measure to eliminate it as a potential source. The pump had been implanted in the pt for eleven months.